Event description:
It was reported that during the implant procedure the physician was unsuccessful at inserting the right ventricular (rv) lead into the header of the pacemaker after multiple attempts. A new rv lead was attempted with the same results. The physician commented that the terminal end of the lead was too large for the rv port on the pacemaker. The pacemaker was attempted and not implanted. A new pacemaker was successfully implanted using the same rv lead. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event. D5 operator of device was corrected as an incorrect value was inadvertently chosen on the initial report.

Event description:
It was reported that during the implant procedure the physician was unsuccessful at inserting the right ventricular (rv) lead into the header of the pacemaker after multiple attempts. A new rv lead was attempted with the same results. The physician commented that the terminal end of the lead was too large for the rv port on the pacemaker. The pacemaker was attempted and not implanted. A new pacemaker was successfully implanted using the same rv lead. No adverse patient effects were reported.

Event description:
It was reported that during the implant procedure the physician was unsuccessful at inserting the right ventricular (rv) lead into the header of the pacemaker after multiple attempts. A new rv lead was attempted with the same results. The physician commented that the terminal end of the lead was too large for the rv port on the pacemaker. The pacemaker was attempted and not implanted. A new pacemaker was successfully implanted using the same rv lead. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event. D5 operator of device was corrected as an incorrect value was inadvertently chosen on the initial report. Under-insertion of the lead terminal pin into the device header is suspected to be the cause of the difficulty inserting the leads into the header observed during the implant procedure, but this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.